Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5 ( (B)(6) 1991, (B)(6) 1995, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). Concurrent conditions included gerd since (B)(6) 2016 and elective abortion. Concomitant products included norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2010 for contraception as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2009 to (B)(6) -2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/ depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ other/allergic reaction"), urinary tract disorder ("urinary probs."), vaginal infection ("vag. Infect."), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (dilatation and curettage). Essure was removed. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, depression, urinary tract disorder, vaginal infection, fatigue, headache, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bleeding, bladder/urinary prob., other injuries/sympt : yes the patient reported that she was unable to afford essure removal surgery. Discrepancy noted: date of insertion: (B)(6) 2009, (B)(6) 2011, and date of birth of fifth baby: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5 (03/04/1991, 12/03/1995, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). Concurrent conditions included gerd since (B)(6) 2016 and elective abortion. Concomitant products included norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2010 for contraception as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/ depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ other/allergic reaction"), urinary tract disorder ("urinary probs."), vaginal infection ("vag. Infect."), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (dilatation and curettage). Essure was removed. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, depression, urinary tract disorder, vaginal infection, fatigue, headache, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bleeding, bladder/urinary prob., other injuries/sympt : yes the patient reported that she was unable to afford essure removal surgery. Discrepancy noted: date of insertion: (B)(6) 2009, (B)(6) 2011. And date of birth of fifth baby: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 787225 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd since (B)(6) 2016 and elective abortion. Concomitant products included norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2010 for contraception as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2009 to (B)(6) 2010, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/ depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ other"), urinary tract disorder ("urinary probs."), vaginal infection ("vag. Infect."), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, depression, urinary tract disorder, vaginal infection, fatigue, headache, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bleeding, bladder/urinary prob., other injuries/symptoms: yes. The patient reported that she was unable to afford essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received. New events added: mental anguish, abnormal bleeding(vaginal), menorrhagia, patient did not undergo essure confirmation test. Previously added event psych injury was updated to depression. Concomitant drugs, concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.